Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins has been dead. They tried to jumpstart the ins several times, but would not start. The rep did two power on resets (por) in office. The patient has a scheduled intervention planned, but has not been scheduled.